Event description:
It was reported that the tines of the electrode were difficult to deploy. A radiofrequency ablation procedure of the liver was being performed. A leveen coaccess electrode was selected for use to ablate the renal tumor. It was noted there was a bad deployment of the tines on the electrode. Another electrode was used to complete the procedure. There were no patient complications.